Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the glue of objective lens peeled off due to stress of repeated use, external factors, or handling. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on bending section cover, water tightness was lost. Adhesive on bending section cover was chipped. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of customer reported, the endoeye flex deflectable videoscope exhibited leakage. The device was returned and an evaluation revealed peeling of the adhesive part of the objective lens. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.